Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak and disconnection. The customer stated the set is not available for failure investigation.

Event description:
Customer stated that the extension set rubber stopper pushed the syringe off while a physician was sedating a child and some medication leaked out. The customer also stated that when the male luer was inserted into the valve, it felt like the valve pushed back and the pressure of the injection caused the male luer to rotate out of the valve and disconnect. Although requested, no additional event or patient information was provided by the user. There was no patient harm and no medical intervention was required.